Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis and was in the emergency room as a result of high blood glucose levels. Customer's blood glucose level was 350 mg/dl at the time of incident and current blood glucose was 202 mg/dl customer was in the emergency room as a result of high blood glucose levels. The high pressure test passed. She declined to provide the information about their hospitalization. The devices will not be returned for analysis.